Event description:
It was reported that the patient presented to the emergency room (ER) due to the right ventricular lead triggering an alert for low pacing impedance, and oversensing was noted on the electrogram (egm). The lead had an apparent fracture and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).